Event description:
The customer reported to baxter (B)(4) that a spike was damaged while the transfer set was connecting from the yume set by the clean flash. The patient has been performing automated peritoneal dialysis (apd) for 3 years. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). One used transfer set was received in reference to damaged. Set was visually inspected and noted that the tip of the spike was bent inward and body of spike was bent backwards. The complaint was confirmed in the lab to have a bent spike tip. A batch review was not performed as lot information was not known. Based on the information gathered during baxter's investigation, the root cause of this report was incorrect operation/functioning of a spike assist device (clean flash) or positioning within device during prior usage. Baxter will continue to monitor similar reports to determine if further actions are required.